Manufacturer narrative:
Vyaire medical was unable to verify the issue. During bench testing, the device powered up without any issues and passed 48 hours of extended testing with no unusual alarms or errors. The device passed the initial final test and the initial alarm volume test with no issues using an automated test fixture which check the total functionality of the vent. The device was opened and inspected and no anomalies were found. To address the reported issue, the service will replace the hybrid board and process the ventilator through service to meet all the factory specifications and standards. According to CAPA (B)(4), the hybrid board will be scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator went inoperable and will not power on. The issue occurred during patient-use and the customer confirmed that an alternate ventilator was used. There was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire medical was unable to verify the issue. During bench testing, the device powered up without any issues and passed 48 hours of extended testing with no unusual alarms or errors. The device passed the initial final test and the initial alarm volume test with no issues using an automated test fixture which check the total functionality of the vent. The device was opened and inspected and no anomalies were found. To address the reported issue, the service will replace the hybrid board and process the ventilator through service to meet all the factory specifications and standards. According to CAPA (B)(4), the hybrid board will be scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator went inoperable and will not power on. The issue occurred during patient-use and the customer confirmed that an alternate ventilator was used. There was no patient harm associated with the reported event.